Manufacturer narrative:
Two photos were received from the customer showing the cassette outside of the package. The flow regulator was missing on the 14001-31 primary plum set. It is unknown when, where, or how the flow regulator became missing. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending. Section e initial reporter full phone: (B)(6).

Event description:
The complaint/event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The reporter stated that the set was defective ("it opened") during patient use and it needed to be replaced. No one was harmed as a result of this event.